Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user overfilling the reservoir of the device. However this cannot be confirmed. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse stated they had been tried to initiate therapy but arctic sun device kept alerted low flow and patient line open. They had disconnected and reconnected, make sure lines are straight, but cannot get a water flow rate. 5 brand new pads connected. They stopped therapy drain and disconnect and reconnected holding nowhere near clear connectors. Water started leaking from connectors. Reconnected all 5 pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 wfr and then stopped. Alerted low flow. System diagnostics showed that outlet monitor temperature was 46.2f outlet control temperature was 46f inlet temperature was 61.7f chiller temperature was 39.4f water flow rate was 0 l/m inlet pressure was -0.9 psi circulation pump command was 100 percentage mixing pump command 100 percentage heater 0 water reservoir level was 5 system hours was 18722 pump was 17925.6. Advised to send to biomed labeled low flow and patient line open. Nurse confirmed they have another device to swap out to. Believed it was an arctic sun device, but she knows how to use. Encouraged her to call back with any additional issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user overfilling the reservoir of the device. However this cannot be confirmed. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close." Corrections: a. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they had been tried to initiate therapy but arctic sun device kept alerted low flow and patient line open. They had disconnected and reconnected, make sure lines are straight, but cannot get a water flow rate. 5 brand new pads connected. They stopped therapy drain and disconnect and reconnected holding nowhere near clear connectors. Water started leaking from connectors. Reconnected all 5 pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 wfr and then stopped. Alerted low flow. System diagnostics showed that outlet monitor temperature was 46.2f outlet control temperature was 46f inlet temperature was 61.7f chiller temperature was 39.4f water flow rate was 0 l/m inlet pressure was -0.9 psi circulation pump command was 100 percentage mixing pump command 100 percentage heater 0 water reservoir level was 5 system hours was 18722 pump was 17925.6. Advised to send to biomed labeled low flow and patient line open. Nurse confirmed they have another device to swap out to. Believed it was an arctic sun device, but she knows how to use. Encouraged her to call back with any additional issues. Per customer via phone on 22nov2023 it was reported that therapy was completed on a 2nd device without any impact to the female patient in 50's. After doing troubleshooting with mis, nurse was advised to send the original device to biomed.

Event description:
It was reported that nurse stated they had been tried to initiate therapy but arctic sun device kept alerted low flow and patient line open. They had disconnected and reconnected, make sure lines are straight, but cannot get a water flow rate. 5 brand new pads connected. They stopped therapy drain and disconnect and reconnected holding nowhere near clear connectors. Water started leaking from connectors. Reconnected all 5 pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 wfr and then stopped. Alerted low flow. System diagnostics showed that outlet monitor temperature was 46.2f outlet control temperature was 46f inlet temperature was 61.7f chiller temperature was 39.4f water flow rate was 0 l/m inlet pressure was -0.9 psi circulation pump command was 100 percentage mixing pump command 100 percentage heater 0 water reservoir level was 5 system hours was 18722 pump was 17925.6. Advised to send to biomed labeled low flow and patient line open. Nurse confirmed they have another device to swap out to. Believed it was an arctic sun device, but she knows how to use. Encouraged her to call back with any additional issues. Per customer via phone on 22nov2023 it was reported that therapy was completed on a 2nd device without any impact to the female patient in 50's. After doing troubleshooting with mis, nurse was advised to send the original device to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user overfilling the reservoir of the device. However, this cannot be confirmed. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close." UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated they had been tried to initiate therapy but arctic sun device kept alerted low flow and patient line open. They had disconnected and reconnected, make sure lines are straight, but cannot get a water flow rate. 5 brand new pads connected. They stopped therapy drain and disconnect and reconnected holding nowhere near clear connectors. Water started leaking from connectors. Reconnected all 5 pads holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to 0 wfr and then stopped. Alerted low flow. System diagnostics showed that outlet monitor temperature was 46.2f outlet control temperature was 46f inlet temperature was 61.7f chiller temperature was 39.4f water flow rate was 0 l/m inlet pressure was -0.9 psi circulation pump command was 100 percentage mixing pump command 100 percentage heater 0 water reservoir level was 5 system hours was 18722 pump was 17925.6. Advised to send to biomed labeled low flow and patient line open. Nurse confirmed they have another device to swap out to. Believed it was an arctic sun device, but she knows how to use. Encouraged her to call back with any additional issues.